Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), (B)(4) provide indication of potential balloon movement during valve deployment. In this case, procedural factors (forward movement of the wire during deployment, possible removal of the delivery balloon prior to complete balloon deflation, and moderate speed used during valve deployment), in addition to patient factors (e.g. Mild native leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, a 26mm sapien xt valve was deployed too ventricular, resulting in embolization of the valve. Valve placement of 60:40 aortic/ventricular was confirmed with fluoro and a contrast injection. Moderate speed was used for inflation of delivery balloon and as the valve was being deployed, there was a large amount of movement in the wire in the dilated aortic arch. This caused a shift of the wire to the outer curvature of the aorta, therefore moving the valve ventricular during deployment. The final position of the valve was ncc 30:70a/v, lcc 35:65a/v., resulting in mild to moderate paravalvular leak (pvl). The patient remained hemodynamically stable with a low diastolic pressure of approximately 40mmhg. Transesophageal echocardiogram (tee) was evaluated to determine the need for a second valve. During this evaluation, root angiography revealed the valve had migrated into the lvot. It was determined that a second valve was urgently needed. The 24fr ascendra+ (asc+) sheath was removed and a 26fr ascendra 3 (asc 3) sheath was placed. A 26mm sapien valve was prepared and positioned. Fluoroscopy indicated the first valve had continued to migrate and had embolized into the ventricle. The sapien valve, ascendra 3 delivery system and sheath were removed and discarded. The 24fr asc+ sheath was reinserted for hemostasis. The patient was placed on cardio pulmonary bypass and the procedure was converted to open surgery. A sternotomy was performed and the sapien xt valve was removed. A surgical bioprosthetic valve was implanted. Following the procedure, the patient was transported to cvicu in fair condition, still intubated, with iabp support in place and on multiple vasopressors. 24 hours post tavr, the patient was still in ICU with pressure support, but ¿holding his own¿. It was perceived that multiple procedural factors contributed to this event; forward movement of the wire during deployment, possible removal of the delivery balloon prior to complete balloon deflation (secondary to loss of cine) resulting in the valve being pulled towards the lvot, and moderate speed used during valve deployment. The patient¿s native annulus measured 23mm by tee and 21.9mm x 25.5mm by CT (valve area of 427.5mm2). Moderate annular calcification, mild native leaflet calcification and moderate aortic root calcification was reported.